Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that the balloon burst. The 95% stenosed target lesion was located in the non-tortuous and moderately calcified mid right coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon first inflation at 6atm for 20 seconds. The device was removed directly from the patient's body. The procedure was completed with a different device. No complications reported and patient was stable post procedure.